Manufacturer narrative:
The returned device showed no damage or biomaterial and was able to run without issues. Data logs indicate that the clinical team shut the pump off for about 2.5 hours while it was inside the patient. When the clinical team attempted to restart the pump, it would not start. Data logs also showed the water basin run that occurred in the field. The pump was able to run, but with erratic motor current, spikes, and periods of complete suction. Correlating this with the fact that the pump was off for 2.5 hours while inside the patient, highly suggests the root cause of the pump not able to start was ingested biomaterial from stagnant blood flow. Impella IFU warns that the device should never be turned off while inside the patient. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that during aortic blockage, the impella sheath was also clamped with a soft jaw. The pump was then restarted before the aortic block was released; however, it did not work. At that time, the "current consumption abnormality alarm" was sounding. When the pump was operated several times, the "current consumption abnormality alarm" disappeared and it started to operate. There was no adverse impact to the patient. After the device was explanted, it was placed in a water basin and it worked without issues. The clinical team later confirmed that the device was turned off while inside the patient. No further information was provided.